Event description:
The facility's biomedical engineering department returned the device for service. During review of the event history, a failure code 810:04 was found. According to the biomed, no pt injury has been reported involving this pump.